Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Although personnel did notice a rise in temperature, it was not measured as the handpiece ceased to function during production testing and as a result, no further testing was able to be performed. After disassembly, significant debris was noted inside the handpiece head. Both bur end and cap end retainers were complexly destroyed and the ball bearings themselves were free roaming inside the handpiece head. Also, moderate gear wear was noted. Most likely, a failure of the bur end and/or the cap end bearing assemblies could have failed. This failure would have caused instability in the handpiece set which would have resulted in the heat described in the original complaint.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.